Event description:
It was reported that the patient underwent a heartmate ii (hm2) to hm2 exchange on (B)(6) 2022. Warfarin had been discontinued in the months prior to the patient's pump exchange. Post-operatively, they were started on a heparin drip, but the patient experienced gi bleeding and was noted to have had dark stools. They were transfused with 1 unit of packed red blood cells (prbc), started on octreotide, and heparin drip was stooped. The patient also experienced worsening heart failure symptoms, including up-trending weight, and required high dosages of diuretics. An echocardiogram was performed on (B)(6) 2022, which showed moderate ventricular dysfunction. On (B)(6) 2022 the patient's ldh levels increased to 700, but there were no other signs or symptoms of pump thrombus at the time. Over the course of the next few days, on (B)(6) 2022 and (B)(6) 2022, the patient's ldh levels continued to rise and their pump power and flows were elevated.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent a heartmate ii (hm2) to hm2 exchange on (B)(6) 2022. Warfarin had been discontinued in the months prior to the patient's pump exchange. Post-operatively, they were started on a heparin drip, but the patient experienced gi bleeding and was noted to have had dark stools. They were transfused with 1 unit of packed red blood cells (prbc), started on octreotide, and heparin drip was stooped. The patient also experienced worsening heart failure symptoms, including up-trending weight, and required high dosages of diuretics. An echocardiogram was performed on (B)(6) 2022, which showed moderate ventricular dysfunction. On (B)(6) 2022 the patient's ldh levels increased to 700, but there were no other signs or symptoms of pump thrombus at the time. Over the course of the next few days, on (B)(6) 2022 and (B)(6) 2022, the patient's ldh levels continued to rise and their pump power and flows were elevated.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gastrointestinal (gi) bleeding, elevated lactate dehydrogenase (ldh), and patient condition (worsening heart failure) could not be conclusively determined through this evaluation. Multiple elevations in pump power were confirmed through the evaluation of the submitted log file; however, a direct cause for these elevations could not be conclusively determined through this evaluation the submitted log file contained relevant data from (B)(6) 2022. Multiple transient elevations in pump power recorded between (B)(6) 2022. Calculated flow was correspondingly elevated. The power elevations were associated with pulsatility index (pi) events. No other notable events or alarms were recorded. The pump appeared to be operating as intended at the set speed. The patient remains ongoing with heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this IFU lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including bleeding and hemolysis. Section 6 of the IFU provides information on anticoagulation, including recommended international normalized ratio (inr) values. The IFU also explains that pi events cause the device to decrease to its low speed limit and then ramp up to the fixed speed unless another pulsatility index (pi) event is detected. The hmii lvas IFU also contains information regarding pump speed, power, flow, and pi. Section 1 explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.